Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp) in which the patient was enrolled, concerned an 62-year-old female patient of unknown origin. Medical history included an unspecified disability and multiple organ failure. Concomitant medications were not provided. The patient received insulin lispro (rdna origin) cartridge (humalog) via a resuable pen humapen ergo ii, for the treatment of type 1 diabetes, beginning in 2008 or 2010 (conflicting information). Dose, frequency and route of administration were not provided. On an unspecified date in 2018, while on insulin lispro therapy, she experienced bleeding behind her eyes due to diabetes, which caused clots to form. Furthermore, she had a narrowing of 80% of her carotid artery. In 2023, she was put on dialysis due to an unknown reason. On an unknown date, she thought that she was administering the therapy, but due to a defect in the humapen ergo ii, it jammed and she had not administered the insulin lispro for about 10 days, due to this, her blood glucose rose to 640 (reference range and units were not provided) (lot: unknown, pc-140408) and an ambulance was called. The events of eye hemorrhage, ophthalmic vascular thrombosis, carotid artery stenosis and blood glucose increased were considered serious by the company due to their medical significance. Additionally, her speech was different, she had a stroke and a clot expelled to her brain. In (B)(6) 2025, she was hospitalized in the neurology department due to the events of stroke and cerebral embolism. Insulin lispro was administered while she was on the hospital. She had unspecified injections in her eyes as treatment for the events of eye hemorrhage and ophthalmic vascular thrombosis, she recovered from both events. On (B)(6) 2025, she had a stent placed in her carotid artery as a corrective treatment for the stenosis. Since (B)(6) 2025 (at the time of the initial report), she was discharged from the stent placement but was still hospitalized due to the events of stroke and cerebral embolism. Information regarding further corrective treatments, laboratory/diagnostic tests performed, outcome of the remaining events and insulin lispro therapy status was not provided. The operator of the humapen ergo ii was the patient and her training status was not provided. The general humapen ergo ii model duration of use and suspect humapen ergo ii duration were not reported. The suspect humapen ergo ii was broken and its return was not expected. The reporting consumer did not relate the events with insulin lispro drug and did not provide a relatedness assessment for the suspect humapen ergo ii. Update 25-aug-2025: information was received from initial reporter via psp on 21-aug-2025. No new information was added to the case. Edit 26-aug-2025: upon review of information received on 21-aug-2025. Added pc number in narrative. No other changes were made to the case. Edit 04sep2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 19sep2025 in the b.5. Field. No further follow-up is planned evaluation summary: a consumer reported a female patient had a humapen ergo ii pen that "jammed and she had not administered the insulin lispro for about 10 days". The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient had visual impairment and continued to use the device. The core instructions for use state that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. It is unknown if the misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4) this solicited case, reported by a consumer via a patient support program (psp) in which the patient was enrolled, concerned an 62-year-old female patient of unknown origin. Medical history included an unspecified disability and multiple organ failure. Concomitant medications were not provided. The patient received insulin lispro (rdna origin) cartridge (humalog) via a resuable pen humapen ergo ii, for the treatment of type 1 diabetes, beginning in 2008 or 2010 (conflicting information). Dose, frequency and route of administration were not provided. On an unspecified date in 2018, while on insulin lispro therapy, she experienced bleeding behind her eyes due to diabetes, which caused clots to form. Furthermore, she had a narrowing of 80% of her carotid artery. In 2023, she was put on dialysis due to an unknown reason. On an unknown date, she thought that she was administering the therapy, but due to a defect in the humapen ergo ii, it jammed and she had not administered the insulin lispro for about 10 days, due to this, her blood glucose rose to 640 (reference range and units were not provided) (lot: unknown, pc-140408) and an ambulance was called. It was reported that patient had visual impairment continued to use the device (improper use). The events of eye hemorrhage, ophthalmic vascular thrombosis, carotid artery stenosis and blood glucose increased were considered serious by the company due to their medical significance. Additionally, her speech was different, she had a stroke and a clot expelled to her brain. In 29-jul-2025, she was hospitalized in the neurology department due to the events of stroke and cerebral embolism. Insulin lispro was administered while she was on the hospital. She had unspecified injections in her eyes as treatment for the events of eye hemorrhage and ophthalmic vascular thrombosis, she recovered from both events. On 09-aug-2025, she had a stent placed in her carotid artery as a corrective treatment for the stenosis. Since 13-aug-2025 (at the time of the initial report), she was discharged from the stent placement, but was still hospitalized due to the events of stroke and cerebral embolism. Information regarding further corrective treatments, laboratory/diagnostic tests performed, outcome of the remaining events and insulin lispro therapy status was not provided. The patient had visual impairment and continued to use the device. The operator of the humapen ergo ii was the patient and her training status was not provided. The general humapen ergo ii model duration of use and suspect humapen ergo ii duration were not reported. The suspect humapen ergo ii was broken and its return was not expected. The device was not returned to the manufacturer for investigation. The reporting consumer did not relate the events with insulin lispro drug and did not provide a relatedness assessment for the suspect humapen ergo ii. Update 25-aug-2025: information was received from initial reporter via psp on 21-aug-2025. No new information was added to the case. Edit 26-aug-2025: upon review of information received on 21-aug-2025. Added pc number in narrative. No other changes were made to the case. Edit 04sep2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 19sep2025: additional information received on 15sep2025 from the global product complaint database. Entered device specific safety summary (dsss) for humapen ergo ii device associated with (B)(4), lot number: unknown. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. The details of improper use was updated in case narrative. Corresponding fields and narrative updated accordingly. Update 28sep2025: additional information received on 22sep2025 from global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly. Update 28sep2025: additional information received on 22sep2025 from global product complaint database. Upon internal review, due to system issue, an action item was generated for a dsss update. The dsss was not updated, so no further action was required.